Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with cgm readings up to 347 mg/dl and a fingerstick later showing 158 mg/dl; the event followed a recent infusion set change with noted glucose rise, and support guided a supply change with insulin delivery successfully resumed, while potential site issues such as scar tissue were considered and the specific device component involved could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with involved parties and analysis of information provided by the user¿s caregiver and third parties. Investigation of this case revealed no findings available, and the available information was insufficient to identify a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.